Event description:
On 08/27/2009, the physician reported that he had a superdimension case about 3 weeks ago in which the pt developed a right apical pneumothorax that resolved spontaneously. It was reported that a chest x-ray 5 days later, showed no residual pneumothorax. There was no allegation that the superdimension system caused the reported pneumothorax.

Manufacturer narrative:
(Other): pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges, and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.